Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd durasafe plus¿ epidural lock cse needle set was found leaking as ¿when injection, nurse found solution leakage from the connection area of barrel and needle hub.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The barrel of the returned sample was attached to the spinal needle as per specifications. The sample was also subjected to a sealing test that did not result in an observable leak. Investigation conclusion: because our investigators could not observe or replicate the reported failure mode the root cause of this failure mode could not be determined.